Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 309 mg/dl. The customer addressed bg level with a bolus. Reportedly, the customer declined troubleshooting with tandem's technical support regarding bg level.